Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported an interlock error message on boot up. An interlock error is a communication failure. It will result in a system lockup, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.